Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6) on demand transmission. The patient was in fibrillation/flutter with no pacing. Some p-waves are under sensed, potentially skewing the time recorded in the at/af burden diagnostic. The device was reprogrammed on (B)(6) 2021. The patient was stable.